Manufacturer narrative:
A physio-control service representative evaluated the customer¿s device and was able to verify the reported issue. After replacing therapy pcb, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control requested the return of the replaced part for further evaluation at the product analysis center.

Event description:
During annual maintenance of the customer's device, physio-control observed that the device had logged an event code which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it were necessary. There was no patient involved in the reported event.

Event description:
During annual maintenance of the customer's device, physio-control observed that the device had logged an event code which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it were necessary. There was no patient involved in the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced therapy pcba assembly at the product analysis center (pac) and verified logged event code which caused no pacer or AED function. The cause of the reported issue was determined to be due to the partially shorted capacitor c160, on therapy pcba assembly.